Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with tf 5509 and other several technical faults on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. Please see below extract from the logfiles. On (B)(6) 2025, 08:53:11, tf: 9907 , tech fault 9907, (B)(6) 2025, 08:53:10, body wt 71.00 kg setting 325, (B)(6) 2025, 08:53:10, patient height 175 cm setting 326, (B)(6) 2025, 08:53:10, tf : 2803 -25227 tech fault 2803, (B)(6) 2025, 08:53:10, tf : 2801 500 tech fault 2801, (B)(6) 2025, 08:53:10, tf : 2804 1 tech fault 2804, (B)(6) 2025, 08:53:10, tf : 2402 7 tech fault 2402, (B)(6) 2025, 08:53:10, tf : 2414 tech fault 2414, (B)(6) 2025, 08:53:10, low minute volume alarms 5006, (B)(6) 2025, 08:53:10, tf : 2736 354 , tech fault 2736, (B)(6) 2025, 08:53:10, tf : 2736 354 , tech fault 2736, (B)(6) 2025, 08:53:10, tf : 2736 354 , tech fault 2736, (B)(6) 2025, 08:53:10, tf : 2736 354 , tech fault 2736, (B)(6) 2025, 08:53:10 , tf : 2736 354 , tech fault 2736, (B)(6) 2025, 08:53:10 , audio paused off special 517, (B)(6) 2025, 08:53:10 , audio paused off special 517, (B)(6) 2025, 08:53:10 , standby off special 507, (B)(6) 2025, 08:53:10, ambient irreversible setting 233, (B)(6) 2025, 08:53:10 , tf : 5509 , tech fault 5509. According to the service manual for hamilton-g5, tf5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Therefore, to address the issue, the inspiratory valve was replaced. Following replacement of the component, the issue was resolved. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device generated tf5509 , tf9907 and tf2414 - no patient involvement.